Event description:
Per the clinic, the patient experienced an infection at the post auricular region and an abscess on (B)(6) 2023. The patient was placed under general anesthesia in order to drain the abscess (specific date not reported). The patient was also hospitalized for an IV antibiotics treatment, subsequently was discharged with oral antibiotics treatment (specific date and duration not reported). The implanted device remains.